Event description:
It was reported that a surgeon used an expired actifuse abx product on a patient on (B)(6) 2013. The product's expiration date was (B)(6) 2013. The reporter stated the surgery was successful. No further information provided.

Manufacturer narrative:
(B)(4). Baxter medical assessment: use of a properly labeled product beyond the expiration date is a user error. Expired product may potentially have a reduced therapeutic effect (no adequate bone formation) or may lose also its sterility. Since bone healing and fusion occurs over many months, the final impact of this user error cannot be judged in short term. After consideration for potential harms and worst-case scenarios, we cannot exclude that an adverse health consequence may occur as a result from this user error (use over expiration time). A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Baxter (B)(4) completed the investigation. There was no sample available for evaluation. A batch review showed no exceptions or deviations that could have caused or contributed to this complaint. Per baxter (B)(4), no further evaluation was possible as the sample was not available. However, it should be noted that the reported issue is out of the manufacturer¿s control. The expiration date for this product is clearly printed on the outer and inner package. The complaint is confirmed as the customer confirmed that the expiry date was 01-apr-2013. No trend was identified. Based on the reported information and investigation results, the customer has been informed not to use expired product. This is the first complaint of this nature received for this product lot. This complaint will be kept on record for trending purposes.